Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. A set screw mark was noted on the proximal connector, sense a contact pin indicating proper connection. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The patient was presented to the electrophysiology (ep) laboratory for a scheduled implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode. This system failed with three attempts to terminate an induced ventricular arrhythmia. The patient's bmi is greater than 30 and had a dialysis session with normal values the previous day. The device was positioned medial to posterior and the electrode was left of the sternum. The system failed to terminate the induced arrhythmia during the first defibrillation threshold test (dft) with 65 joules requiring external rescue. The second dft test was performed with shock therapy programmed to 70 joules (reverse polarity). Termination of this induced arrhythmia was unsuccessful and external rescue was required. The third dft attempt also failed at 70 joules (standard polarity). The first external rescue was unsuccessful; however, the sustained arrhythmia was terminated following the second external rescue. The local representative commented that the device was more posterior than medial. The post shock impedance measurements following the three dft attempts were 161 ohms, 148 ohms and 142 ohms respectively. The technical service's consultant commented that these very high shock impedance measurements could be indicative of a superficial location of the electrode and device which may account for the high dfts. The physician elected to remove the entire s-ICD system and plans to implant a transvenous ICD system at a later date.